Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem relating to the white screen on start up was verified. The lcd color display module was replaced. The damage is not consistent with normal wear and tear but from mishandling of the unit. No emerging trend based on similar reports.